Event description:
A malfunction on the pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although specific values were not provided. Customer had not taken any action and instead called technical support for assistance. Technical support guided the customer through resetting the pump, and the malfunction did not recur. The customer understood the instructions and was advised to continue using the pump, with a follow-up call recommended if the issue reoccurs.